Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.0/1.5/171 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and size lens with different axis and the replacement lens resolved the problem. It was noted that the initial lens was vertical implanted.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). (B)(4).